Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.

Event description:
It was reported that the patient's ipg stopped communicating/ is inoperable following an unrelated surgery. Patient does not have therapy. Reportedly, the ipg was not set into surgery mode prior to a surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.